Event description:
Report received indicated that during a balloon angioplasty to the distal superficial femoral artery (sfa), the balloon rupture. Subsequently, there was deflation difficulty and the system was retrieved with force. The device appeared perfect during pre-use product inspection, and was prepped following the instruction for use (IFU). The guidewire lumen was flushed and no anomalies were noted during device preparation. The balloon was prepped with the indeflator using accupak (ge) contrast medium with a 50:50 concentration of contrast to heparinized saline. Approach was made from left groin to a highly calcified type c lesion. The lesion measured 8 cm in length and had a reference vessel diameter of 6mm. There was no vessel tortuosity. There was no difficulty advancing the balloon catheter through the vessel nor when crossing the lesion.

Manufacturer narrative:
The balloon was inflated successfully in the proximal part of the lesion. Subsequently, the balloon was deflated and inflated a second time in a highly calcified segment, however, balloon ruptured at 6 atmospheres. Attempts to aspirate the balloon were made. Proximal part of the balloon deflated in the usual short time, however, the balloon part distally from the rupture deflated very slowly, approx 2 minutes. In addition, it was difficult to retrieve the balloon through the sheath introducer (si) and system was removed with force. There were no issues with the si. The product was removed intact (in one piece) from the pt without adverse consequences. Outside the pt, the physician recognized and noted that there was only pinhole in the balloon, and not a longitudinal rupture. Therefore, the contrast could not be aspirated very well. The intervention was completed with another balloon successfully. This product has been returned for evaluation and testing, however, the failure analysis report is not complete. Additional information will be sent within 30 days upon receipt.